Event description:
Boston scientific received information that during a normal device replacement, when the physician attempted to remove this right ventricular (rv) lead from the device header, the lead was stuck. The physician pulled on the lead and the lead body pulled away from the terminal pin at the start of the insulation. Pacing inhibition of approximately 3 seconds was noticed when the lead was pulled on. The physician pushed the lead back and pacing resumed. A new rv lead was implanted due to the patient being pacemaker dependant. The chronic rv lead was cut out of the previous device and was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.